Manufacturer narrative:
(B)(4). Batch # t5a89g. Device analysis: the analysis results showed that one vasecr35 cartridge reload was received. The reload was received unfired and with damage on cartridge deck. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the damage on cartridge deck. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, cartridge had been broken when they opened it. There were no patient consequences.